Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had discomfort at the pump pocket. It was reported that the cause of this was the patient's weight. The patient was scheduled for a pocket revision. It was reported that the position of the pump point is causing discomfort and the hcp planned to reposition it in the pocket on (B)(6) 2019. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.